Event description:
A surgeon reported a rupture of the capsular bag during the procedure. She described that the eye suddenly flattened during the procedure. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).